Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("post procedural pain"), abdominal distension ("abdominal bloating"), rash papular ("splotchy red bumps on my arm and legs"), flatulence ("gas"), anxiety ("anxiety") and allergy to metals ("metal allergy"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, procedural pain, flatulence, anxiety and allergy to metals outcome was unknown and the abdominal distension and rash papular had resolved. The reporter considered abdominal distension, allergy to metals, anxiety, flatulence, medical device removal, procedural pain and rash papular to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : abdominal distension, allergy to metals, anxiety, flatulence, medical device removal, procedural pain and rash papular. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("post procedural pain"), abdominal distension ("abdominal bloating"), rash papular ("splotchy red bumps on my arm and legs"), flatulence ("gas"), anxiety ("anxiety") and allergy to metals ("metal allergy"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, procedural pain, flatulence, anxiety and allergy to metals outcome was unknown and the abdominal distension and rash papular had resolved. The reporter considered abdominal distension, allergy to metals, anxiety, flatulence, medical device removal, procedural pain and rash papular to be related to essure. Concerning the injuries reported in this case, the following one/ ones were reported from social media: abdominal distension, allergy to metals, anxiety, flatulence, medical device removal, procedural pain and rash papular. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.